Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on (B)(6) 2019 indicates that the patient's right ventricular lead was removed and replaced. During the procedure, the patient's right atrial lead was also removed and replaced as it had exhibited some episodes of lead noise as well. The patient was stable throughout. Related manufacturer reference number: 2017865-2019-01685.

Manufacturer narrative:
The reported events were noted confirmed. A partial lead was returned in two pieces measuring 12.2 and 32.5 cm respectively. No anomalies were found except procedural damages.